Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device hoses do not work. There was no patient involvement. Based on the information available, when philips engineer contacted the customer confirmed that device is working fine without any issues. Customer suspected misplacement of hoses lead to artifact in ECG measurement. Device is working fine as per manufacturer's specifications. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
H3 other text : the philips remote engineer contacted the customer.